Event description:
Information was received indicating that this smiths medical cadd legacy plus pump exhibited no disposable clamp attached. No adverse effects reported.

Event description:
It was reported that the device had no disposable clamp attached. No patient injury was reported.

Manufacturer narrative:
Other, other text: customer reported that there was no disposable clamp attached. Tamper seals were all intact, device was in good condition. Unable to duplicate customer's reported problem in the pump. Performed visual inspection of the pump and nda testing. Unable to determine what caused the problem. Replaced downstream sensor as a preventive measure.

Manufacturer narrative:
Customer reported that the device showed no disposable clamp attached. Tamper seals were all intact, device was in good condition. Performed visual inspection of the pump and nda testing. Unable to determine what caused the problem. Replaced downstream sensor as a preventive measure.

Event description:
It was reported that the device had showed no disposable clamp attached. No patient injury was reported.

Event description:
It was reported that the device had no disposable clamp attached. No patient injury was reported.

Manufacturer narrative:
Other text: customer reported that there was no disposable clamp attached. Tamper seals were all intact, device was in good condition. Unable to duplicate customer's reported problem in the pump. Performed visual inspection of the pump and nda testing. Unable to determine what caused the problem. Replaced downstream sensor as a preventive measure.